Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement seal to continue. After the seal was deployed and in place, the surgeon noted that punch had created a jagged aortotomy. The surgeon trimmed the edges of the aortotomy. During revomal the seal did not unravel completely. The damaged anastomotic site was repaired. No additional complications were reported.